Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement.

Event description:
A distributor in tennessee reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service center in california where it was inspected by a trained f&p service technician. The device was performance tested, then returned to the customer. Results: performance testing revealed that the audible alarm of the mr850 respiratory humidifiers was functioning properly. Conclusion: we are unable to determine the cause of the reported event as there was no fault found with the returned device. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.